Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the tip broke off and got stuck in the port. They are concern that if could be potentially serious if it had broken off inside the eye. No patient harm reported. Additional information and sample have been requested.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The returned sample was visually inspected and only the infusion cannula was returned. The tip of the infusion cannula was broken off and the tip was not returned. Microscopic examination of the sample indicated indentations and marks along the base hub of the infusion cannula, similar to damage potentially caused by operator handling. The site of fracture contained rough edges of where the tip broke off. The damage observed on the infusion cannula hub was consistent with damage that could be caused by operator handling. Additionally, the site of the fractured cannula also exhibited a potential manufacturing issue. With the information available, the exact root cause of the fractured tip could not be determined; the root cause is not known. No action will be taken for this occurrence, as the root cause is unknown. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).